Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted technical support (ts) to report a fluid leak that occurred during their treatment the night before. The patient also stated that an ¿m31 air detected in cassette¿ alarm occurred during the treatment, prior to the fluid leak being found. It was reported that the alarm had occurred during their treatment for "the past few days". The patient stated they cancelled the treatment and reverted to manual pd therapy, similar to how it was handled on previous nights. When the patient opened the cycler door to remove the cassette, they reported seeing fluid leak out of the cassette compartment. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was then advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. Additional information was obtained via follow-up with the patient. The patient stated there were multiple leaks which occurred during use of this cycler. They stated a leak occurred three or four nights in a row; they could not be sure of the exact number. Each time, the ¿m31 air detected in cassette¿ alarm had occurred. On each occasion, fluid was seen leaking from the cassette compartment when the cycler door was opened to remove the cassette. No visible damage was found on any of the cassettes and the patient was unsure what had caused the leaks. The patient confirmed being trained to perform manual pd therapy, as well as stat drains. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient's replacement cycler was received, and they were continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer; however, the physical evaluation of the cycler will be performed under the record capturing the most recent fluid leak event. The cycler sets were not available for evaluation as they were reportedly discarded.